Manufacturer narrative:
A philips field service engineer (fse) reported that eight philips batteries were damaged in a basement fire. These eight batteries were part of a set of ten, two were returned to shanghai for investigation, and eight were left in fse¿s basement. There was no reported patient incident or injury. Philips was able to obtain the fire investigator report which stated that "there was nothing seen among the debris that revealed a competent ignition source. The possibility of a problem with any of the rechargeable batteries is something that I cannot eliminate at this time." Two batteries not in the fire were evaluated, both were working as designed an no problem could be found. The fire was reported to insurance company, and the cause of the fire is not clear in their report. Philips batteries were not being charged at the time of the fire, and there are many other batteries in the basement from fse¿s information. There was no evidence that the philips battery was the cause of the fire.

Event description:
A philips field service engineer (fse) reported that eight philips batteries were damaged in a basement fire. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Corrected data from initial MFR report number . Lot number corrected from unknown to 6502 manufacture date corrected from no information to 07/29/2021 contact office corrected from (B)(6).